Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric varices using ruby coils. During the procedure, the physician successfully placed one pod coil in the target vessel using a lantern delivery microcatheter (lantern). The physician then advanced a ruby coil into the target vessel but felt resistance while advancing. The ruby coil would not advance more than halfway through the lantern. The ruby coil was then retracted and re-sheathed. A second attempt was made to advance the ruby coil, but the same issue occurred. The ruby coil was then removed. The procedure was completed using another ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.